Manufacturer narrative:
(B)(4). Date of event is unknown. Batch # unknown. A manufacturing record evaluation was performed for the finished device and no non-conformance's were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. Additional information requested but not received: the lot number provided, r41785, refers to a pouch device and not an ecr60b device as reported. If available, can you please provide a lot or batch number for the ecr60b reload involved in this event? Investigation summary: upon visual inspection of a photo, the following was observed: the photo shows a tissue piece from top view and several staples no properly formed could be observed on the tissue. Based on the photo alone the event describe is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event.

Event description:
It was reported that during a sleeve gastrectomy procedure, on the fourth staple with the blue load the staple line remained open on the excluded stomach. In the inner stomach the line did not open, but the stapling was not as expected. It was necessary to reinforce with suture thread. No need to change material. Methylene blue test was performed and there was no breakdown. There was no patient consequence. The procedure ended up well.